Manufacturer narrative:
Device received for this event is being corrected from impl pick-up 3.5/4.0 ni short catalog # 24936 to osseospeed tx 3.5s - 11 mm catalog # 24932. This is a follow up report for this corrected information. Correcting UDI # from (B)(4). This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.